Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: trident 0 deg insert 36mm; cat#723-00-36d ; lot#w05ee2 delta v-40 ceramic head 36/-2,5; cat#6570-0-436 ; lot#92283103, tridentii tritanium cluster50d; cat#702-04-50d ; lot#84190801a, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revised a right hip due to infection. Stem, head and liner were swapped.